Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: a review of the black box showed no evidence of a short battery life. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The pump powered up to a low cartridge warning upon start up. The reported call service 177 warning was duplicated. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The pump cover was removed, and no intermittent conditions were found to the power printed circuit board. Inspection found debris in the battery canister.